Event description:
On 15-sep-2025, it was reported that a beta bionics ilet device developed a cracked screen while being carried in the user¿s pocket. The device remained partially functional, and a replacement ilet was processed. No hospitalization was required and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.